Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: f/g,promus element plus, mr,ous 4.00x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent struts from the 5th most proximal stent strut row were lifted from the stent profile and bent distally. The remaining undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 19-may-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the severely tortuous and mildly calcified mid right coronary artery. Following pre-dilation with 2x9mm, 3x12mm, and 3.5x12mm balloon catheters, a 4.00x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion even after with the support of a buddy wire. The device was removed and the procedure was completed using a non-bsc drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.